Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 389 mg/dl. The customer was offered to troubleshoot for high blood glucose but she declined. The customer stated that they do not have a back up plan. The customer was advised to change set and rotate site.